Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted in patient.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft. Approximately 2 years post initial procedure, it was confirmed that the proximal edge of the afx2 had moved down into the enlarged aneurysm due to aortic remodeling, causing a type ia endoleak. Prior to a planned re-intervention, the aneurysm ruptured, and emergency intervention was performed. Intervention was successful with implant of an afx vela suprarenal. Reportedly, patient condition was good post-intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the rupture and the urgent secondary endovascular procedure based on the medical imaging available for review. Attempts were made to obtain medical records but no medical records were available. Clinical assessment was able to find substantial evidence to support the stent migration, type 1a endoleak, and sac growth events. The 10mm stent migration, type 1a endoleak, and sac growth are most likely anatomy related due to aortic remodeling, which may have been caused by the unprotected neck (implanting a bifurcated stent graft without the extension may potentially result in a hostile neck). The procedure related harms for this event could not be determined with the medical imaging available to review. The final patient status was reported as being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.